Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative mesa 2 reduction jack tip fracture. In both instances, the procedure was completed successfully with no adverse consequence to the patient. In one (of two) instances, there was a ten-minute surgical delay.

Manufacturer narrative:
Lot hgtb (1): device returned 20 july 2022. Lot keah (1): device not yet returned.

Manufacturer narrative:
Lot hgtb (1): manufacture date 26 november 2018. Device returned 20 july 2022. Lot keah (1): manufacture date 30 january 2020. Device not returned.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative mesa 2 reduction jack tip fracture. In both instances, the procedure was completed successfully with no adverse consequence to the patient. In one (of two) instances, there was a ten-minute surgical delay.